Manufacturer narrative:
The insulin pump had an unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. We were unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No button error alarm during testing. However, corrosion was found at the keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, missing address label, missing serial number label and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 514 mg/dl. There is no significant event that led to high blood glucose was observed. The customer did not mention any form of treatment or symptoms for the high blood glucose event. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have received a button error alarm even after the insulin pump battery was changed. Customer's blood glucose reading was at 396 the day of the call. Button error troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.